Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Please see updated sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. For the issue of no image, it is not a malfunction of the said device, since the malfunction was solved by replacing the cable to connect the said equipment and the monitor. It is likely that the malfunction of the connection cable was the cause. For the issue of the unit lights were flashing on/off when powered up, it is likely that the start-up sequence of the processor was not completed successfully due to a failure of the cp board, and a phenomenon of blinking or lighting of the front panel occurred. When the video cable was replaced by the customer, the problem was solved. In addition, more than 13 years have passed since the manufacturing of the device in question, and that the parts have deteriorated over time and the cp board had broken down due to the repeated use for a long period of time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were not duplicated. The unit passed functional tests with no problems noted.

Event description:
A user facility reported to olympus that the unit lights were flashing on/off when power up and in order to resolve the issue, the unit was turned on/off multiple times. Once the lights remained lit and no longer flashed, an image could not be produced. There was no patient injury or harm, associated with the problem, reported to olympus.